Event description:
It was reported via repair work order that the fowler was drifting due to a faulty fowler actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the fowler would drift after releasing the button. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was reported that the fowler would drift after releasing the button. Supplemental submitted as the investigation concluded that the fowler was drifting due to a faulty fowler actuator.